Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure performed in fall 2025. During the procedure, the balloon broke and tore while being inflated. Inflation was uneventful to 18 mm and 19 mm with minimal resistance; however, approaching 20 mm at a pressure less than 6 atm, the balloon ripped open despite not detecting any significant handheld pressure. The customer stated that no pieces of the balloon detached inside the patient. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: (B)(6) 2025 was selected as it was reported that this happened during the fall of 2025. Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0414 captures the reportable event of balloon torn.